Manufacturer narrative:
The device was returned to olympus for evaluation. The device was inspected with a boroscope and no foreign debris, objects, or materials were found inside the biopsy channel. The device had minor kinks on the biopsy channel wall but this did not cause any restriction or blockage. The device was serviced and returned to the user facility.

Event description:
Olympus was informed that during a diagnostic colonoscopy, the user inserted forceps into the biopsy channel of the device and debris were noted in the patient's colon. The debris was suctioned out and discarded. The procedure was finished with the same device. There was no patient injury reported. Per the user facility, the issue was traced back to inadequate brushing of the device channels. As part of our investigation with this report, an olympus endoscopy support specialist (ess) contacted the user facility to schedule a reprocessing in-service. A reprocessing in-service has been scheduled for monday, (B)(4) 2013.